Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the shaft was returned assembled with its mating device (tft20101t). A functional test performed and failed; disassembly was not successful. The complete potential cause for this condition can not be fully determined due to the inaccessibility of the internal components without destruction of the device. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the trial inserter inner shaft would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a tlif mis procedure on (B)(6) 2025 the instrument for both trail and final insertion of the implant became damaged in a way that it is not longer usable for future cases. No patient consequences. Surgery was completed successfully without surgical delay or complication. The concomitant device was received and it was determined there was a device interaction issue. Product was raised up to document in this complaint.